Event description:
It was reported that the issue noticed about a month ago. Customer was experiencing discomfort with trying to use them and wanted to make us aware of the issue. There was a lot they received from the va. Customer stated that there were holes all over the catheter. Customer had one to return back for evaluation with lot# nghq0269. Per follow up via mail on 15nov2023, customer took out a box of catheter lot number nghv0201 to use and found out that it was defective. There was a hole below the tip and down the side, this caused pain and discomfort when inserted in the urethra and their bladder did not empty. No medical intervention was reported. Per follow up via mail on 11dec2023, the placement of the variation of holes in the catheters. I have kept three boxes of the catheters and returned rest to the company. The catheters had two different holes nowhere near the tip of the catheter. The one on the left side, as it was being inserted, would cause extreme irritation with lot# nghu0540.no medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. A potential root cause for this type of failure could be "error of inspector". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the issue noticed about a month ago. Customer was experiencing discomfort with trying to use them and wanted to make us aware of the issue. There was a lot they received from the va. Customer stated that there were holes all over the catheter. Customer had one to return back for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.